Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer was using a combined usb cable and wall adapter to charge the pump. Tandem technical support educated the customer that the tandem wall adapter and usb cable were separate pieces however, the customer insisted the adapter and cable combination was a tandem provided accessory to the pump. The customer's blood glucose level was 108 (mg/dl). The customer declined to continue troubleshooting and requested replacement charging accessories.